Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was not functional and would not have delivered therapy if needed. Further investigation identified the root cause as an unlatched ribbon cable on the main board. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported a their AED was reporting a service code 7082 and that the AED's screen was blank.